Event description:
It was reported that an interrogation of the device showed poor pacing and sensing function with a battery status of ok. An x-ray showed dislodgement of all leads. All leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found; full lead returned and analyzed. No anomalies found; full lead returned and analyzed. It was reported that an interrogation of the device showed poor pacing and sensing function with a battery status of ok. An x-ray showed dislodgement of all leads. All leads were explanted and replaced. No patient complications have been reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination device performed according to specifications device evaluated and alleged failure could not be duplicated dislodged pacing inadequately sensitivity.